Event description:
The hospital reported that the aortic cutter did not retain the aortic plug. The plug was found at the end of the coronary tip suction device. The hospital reported that the tip of the cutter is not typically inspected during the procedure; however, the customer will implement an inspection of the cutter in future procedures. The hospital will reportedly not be returning the product in question. It was reported that no further details regarding the nature of the incident will be provided by the customer.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).